Manufacturer narrative:
(B)(6). Kempton, laurence et al. ¿a complication-based learning curve from 200 reverse shoulder arthroplasties". Reference journal article attached. (2011) 469:2496¿2504. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The article was written by laurence b. Kempton, elizabeth ankerson, and j. Michael wiater. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. (B)(4).

Event description:
It was reported in a journal article that an open reduction with placement of two stacked 9 mm spacers was required for one (1) postoperative dislocation. No further information has been provided.